Event description:
It was reported that the patient experienced pocket pain at ipg site. Surgery may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information weight, date of birth, surgery appointment. Further information was requested but not received.

Manufacturer narrative:
A patient experienced uncomfortable pocket stie pain was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.